Manufacturer narrative:
B3: date of event: this is an approximation as the exact date of event was not reported. Investigation summary: as part of an investigation into preliminary false reactive results, abbott found that for kit lot: 0000927861, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported one-hundred (100) false positive results with the determine hiv 1/2 ag/ab combo test performed on an unknown date with an unknown sample type. Although requested, no specific patient information, including demographics, treatment, or impact was provided.